Event description:
According to the reporter, all three instruments jammed during the surgery. The devices were reported as not functional. The staff replaced the instruments with a new one. There was no injury or harm to the pt. The problem required prolongation of surgery by more that 30 minutes.

Manufacturer narrative:
(B) (4).